Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela suprarenal aortic extension to treat an abdominal aortic aneurysm. Approximately four (4) years post initial implant, a review of the patients follow-up CT scan revealed endoleaks with indeterminate origin an intervention is being planned. No further additional information or patient sequalae has been reported at this time.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, there was able to find substantial evidence to support the following event of a type 1b endoleak of the left common iliac artery, type 2 endoleaks of the splenic and internal mesenteric artery and an additional endovascular aneurysm repair (evas) . The reported type 3b endoleak was not confirmed. The patient was reported to be discharged on post-operative day in stable condition. The type 1b endoleak is most likely anatomy related due to the extreme tortuosity of the left common iliac artery (95°) with moderate thickened calcifications. The type 2 endoleak is non device related failure and is anatomy related. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Event description:
Additional information: during the clinical assessment of this case, an intervention with non- endologix devices to treat this event was identified as well as sac growth.